Manufacturer narrative:
This report is being supplemented to provide updated information based on the approved final investigation. Updated fields:, d8, d9, h2, h3, h6, h11 corrected: h4 based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined.

Event description:
The customer reported to olympus that during an unspecified therapeutic procedure, this camera head had a purple noise occurred in the lower half of the screen when the scope was connected and the power was turned on. The procedure was completed with a similar device. No additional medical or surgical treatments were performed. There were no reports of patient or user harm associated with this event.

Event description:
The customer reported to olympus that during an unspecified therapeutic procedure, this camera head had a purple noise occurred in the lower half of the screen when the scope was connected and the power was turned on. The procedure was completed with a similar device. No additional medical or surgical treatments were performed. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was not returned to olympus. As a result, visual and functional inspections could not be performed, and it was not possible to determine whether the device met the device specifications or whether any other defective phenomenon had occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported risk/harm is addressed in the instructions for use (IFU): ¦"regarding device malfunctions (warning) ¿ do not use any device suspected of having an abnormality. If any abnormality is detected during use, discontinue use. Doing so may result in serious injury. ¿ if any abnormality occurs during use, such as disappearance of the endoscope image or inability to adjust the focus, the following items must be strictly observed and use of the product must be discontinued immediately. There is a risk of serious injury. Turn off the power to the video system center and immediately turn it back on to see if the image returns. If the image returns, pull the endoscope from the patient while viewing the image and discontinue use. If the image does not return, remove the camera head from the endoscope and pull out the endoscope while looking directly into the eyepiece of the endoscope. If various treatment tools are in use, withdraw the tools by the method deemed safest before withdrawing the endoscope." Olympus will continue to monitor the field performance of this device.

Event description:
This report is being submitted for additional information regarding legal manufacturer's final investigation results